Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 428 mg/dl. Insulin pump will need to be replaced. Customer declined troubleshooting for high blood glucose level. Customer will treat with a manual injection. No additional information provided.